Manufacturer narrative:
(B)(4) date sent: 5/3/2023. B3: unknown; captured as awareness date. D4: batch # unknown. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: preliminary results of a study comparing pre-sleeve endoscopic fundoplication to gastric bypass on gastroesophageal reflux disease outcomes. Author: marc antonetti, lori norris, glen strickland. Citation: obesity surgery (2023) 33:379¿386 https://doi.org/10.1007/s11695-022-06352-x. This study was designed to examine the effects of transoral fundoplication (tf) prior to sleeve gastrectomy (sg) compared to laparoscopic roux-en-y gastric bypass (lrygb) on reflux symptoms in patients with gerd undergoing bariatric surgery. Of 30 consecutive bariatric surgery patients with gerd between 3/22/2018 and 6/23/2020, 15 patients underwent tf prior to sg (tf/sg) and 15 patients underwent lrygb. Ethicon echelon 60-mm powered stapler was used to divide the stomach during tf/sg. During lrygb, ethicon echelon 60-mm powered stapler was used to create a gastric pouch. The anvil was secured using a 2¿0 vicryl pursestring stitch. The median age of the total cohort was 49 years, median bmi was 44.13, and 90% were female. The following complications were reported as follows: (n=1) postoperative bleeding after sg. (N=1) bleeding at the gastrojejunal anastomotic site. In conclusion, tf/sg is at least equivalent to lrygb in resolution or reduction of reflux symptoms at 12¿15 months.